Event description:
The device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
H6; code 100: dry fired. Visual inspections & results: head rotates, nose shroud cracked/broken, staples in the track, and trigger engaged with precock; yes. Staples in nose; yes (1 formed). Funcitonal tests & results: cycled instrument; no. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument may have been dry fired causing the staple to jam between the holder and the back of the anvil. The instrument was received with a formed staple jammed in the nose, followed by 4 more partially formed staples, which were fired over top of the formed staple. The nose weld was also broken. The formed staple was removed from the cartridge nose but no further functional testing could be performed due to the broken cartridge nose weld. The instrument is not designed to be fired while not in tissue or a gauze simulation of tissue. Once the stpale is formed, there is no media to pull the staple out of the tip of the instrument.